Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA of the voluntary recall and gained concurrence of the customer letter prior to its distribution. On 09/25/2017, the voluntary recall was initiated. No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during two prostate biopsies, the top slide of the device allegedly was unable to prime. It was further reported that the procedures were completed with another device and a coaxial was not used. There was no reported patient injury.

Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA of the voluntary recall and gained concurrence of the customer letter prior to its distribution. On 09/25/2017, the voluntary recall was initiated. Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was required. The lot met all release criteria. Investigation summary: two maxcore biopsy needles were returned for evaluation. The investigation is unconfirmed for failure to prime, as both devices worked properly under laboratory conditions and were able to prime, fire and obtain 20 apple samples without issue. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event.

Event description:
It was reported that during two prostate biopsies, the top slide of the device allegedly was unable to prime. It was further reported that the procedures were completed with another device and a coaxial was not used. There was no reported patient injury.